Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure, the screwdriver tip twisted when tightening the screw. And therefore could not be used for subsequent screw insertion. The surgery was prolonged about 2 minutes. There was no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). Device history records was conducted. The report indicates that the: manufacturing site: (B)(4) manufacturing date: 15. Mar. 2013, ncr (B)(4) was generated during production. This ncr was regarding an incorrect etching and has therefore no influence on the stability of the tip. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: due to the damage of the tip the relevant dimension cannot be verified anymore. The review of the manufacturing documents has shown that the device was made according to the specification. The lot in question was manufactured in march 2013. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Our evaluation has shown that only the stationary tip is deformed, the tip of the slider is not deformed. This is an indication that the slider was not inserted into the screw recess as designed. Therefore the force was not allocated as required and the stationary tip did get deformed. Per the device¿s documentation: while applying axial pressure to the screw, turn the nut clockwise until the tip of the slider is fully engaged into the screw-head recess. Only the stationary tip is deformed, the tip of the slider is not deformed. This is an indication that the slider was not inserted into the screw recess as designed. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.